Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. There was no reported impact to customer's blood glucose level. Reportedly, the customer let the pump charge for a longer duration, and the pump successfully powered on.